Event description:
It was reported by the customer that the device had an alarm - error codes / messages/disinfectant leaked inside. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded display board assy causing error. Replaced broken air in line housing assy. Replaced broken rear case assy. Replaced contaminated door with keypad assy a review of the device history record showed the device had a manufacture date of 11/04/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to corroded lvp display board assy a review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2014-0284 for ail.

Event description:
It was reported by the customer that the device had an alarm error codes / messages/disinfectant leaked inside. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had an alarm - error codes/messages/disinfectant leaked inside. There was no additional information provided and no patient involvement.